Event description:
In 2009, customer reportedly had an adc meter that would not turn on with strip insertion, was unable to test and called adc to request product replacement. The following day, customer reportedly had a "diabetic seizure" due to his inability to test. Customer was seen at a local hospital, diagnosed with hyperglycemia and treated with insulin (route unknown). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product from original complaint will be investigated if returned and a follow-up report will be submitted when investigation is completed. Medical event reported in this complaint was due to a delivery delay in replacement product.